Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged and needed to be repositioned. The lead was repositioned successfully and the device sensors were adjusted to improve patient symptoms. To date, no adverse patient effects have been reported. This lead was repositioned and will not be returned. Boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Boston scientific did not provide an explant date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.